Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of receiving a motor error alarm and no delivery alarms. Customer's blood glucose was 366 mg/dl. During troubleshooting for motor error alarm, it was found that insulin pump was exposed to airport security metal detector; drive support cap appeared normal and customer was able to complete rewind process. Customer was advised that insulin pump would need to be replaced. Customer reported of also having blood glucose of 409 mg/dl which was treated with manual injection.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test and was unable to prime during prime test due to faulty force sensor resistor. No excessive no delivery alarms noted. The motor was tested outside the device and passed. All operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump passed off no power test, self-test, a21 error test, displacement test, and excessive no delivery alarm test. The insulin pump was received with minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip and cracked battery tube threads.